Event description:
It was initially reported to boston scientific corporation that a wallstent rx biliary endoprosthesis stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on a male patient (patient age unk, however, over 18 years). According to the complainant, during the procedure, the stent catheter kinked and would not deploy. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; shaft detached/separated.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted 5mm from the tip. A kink was noted in the outer sheath at the distal end of the stent. When an attempt was made to retract the distal handle, a restriction was met and the inner lumen exited through the guidewire access port. The shaft was dissected proximal to the guidewire access port. When the inner lumen and stent were withdrawn, it was noted that the inner lumen had broken at 250mm proximal to its distal end, which is at the skived area. The proximal end of the inner lumen was folded back on itself and kinked. No issues were noted with the stent. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the dfu. A review of the DHR was performed; no anomalies were noted. At the time of this investigation, no other complaints were reported related to this lot. (B)(4).